Manufacturer narrative:
Insulin pump received with cracked end cap, case at display window corners, battery tube threads and scratches on display window. Unable to perform prime test due to cracked end cap. Insulin pump alarmed properly "no reservoir" during displacement test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a crack on the right side of reservoir casing that is opening up. The customer's blood glucose was 400 mg/dl. The customer was treated with manual injections. The discontinuation of the insulin pump was advised. Nothing further was reported.